Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h134 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h134 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The complaint kit was returned for evaluation. Visual inspection of the returned kit identified dried blood on the return pump tubing segment and on the surface of the pump tubing organizer (pto). Further examination revealed a scuff on the return pump tubing segment. The return pump loop segment was pressure tested and a leak was observed at the site of the scuff. It is unlikely that the tubing segment was damaged prior to product release as an in-process leak test is performed on all kits prior to packaging. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is rubbed against the pump head during installation by the end user. The root cause of the damage to the pump loop tubing most likely occurred during installation of the pump loop by the end user. No manufacturing related defects were confirmed during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(4) 2020.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 700 ml of whole blood was processed when they observed a blood leak from the return pump tubing segment. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer has returned the kit for investigation.